Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter during a lap appendectomy procedure, there was progressive slipping of the medium size hemostatic clip after clipping and appendicular meso sectioning .there was consequent bleeding which required hemostasis with ligasure.